Event description:
Customer reported an issue with housing damage as cartridges were not seating well anymore. There was no reported impact to the customer¿s blood glucose level. The customer, who is currently out of warranty, is in the process of obtaining a new device, and they declined further technical follow-up at this time.